Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that during surgery the surgeon went to load specimen into mesher and could not continue due to it binding up. The comb was bent. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected - b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the comb was bent, and the cutter and carrier were stuck within the mesher. The comb, gear, and bottom roll were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends